Event description:
The following has been reported by customer: when connected to the power grid, there is no indication of battery charge. When turned on, the pump signals a low battery charge. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided. Therefore no review could be performed. The reported device was not received in brézins for investigation. As a result, no further investigations could be carried out. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported battery charge issue was confirmed using the video and pictures provided. According to the provided diagnostic report, the pump power board was damaged and displaced from its seat. There was a damage to the power board - ac board connector. These factors are probably root causes for the device no longer charging. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.